Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a bad backlight, basically all functions work but nothing displays on the screen. The device was returned to nihon (B)(4), evaluated, and the reported issue was confirmed. The inverter board was replaced which corrected the issue. The repaired device was returned to the customer. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has a bad backlight, basically all functions work but nothing displays on the screen.

Manufacturer narrative:
.